Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead was not compliant and device had not been checked in two years. The patient was in the hospital for a non cardiac related issue. Based on the daily measurements, the field representative suspects the lead has fractured. There was no capture and no sensing noted. The physician has plans to revise the lead soon. There were no adverse patient effects reported. Additional information was received that the patient is not capable of undergoing another procedure at this time due to other recent (non cardiac) surgeries.

Manufacturer narrative:
All available information indicates the lead remains implanted. This report will be updated should further information become available.